Event description:
It was reported that catheter shaft break occurred. The target lesion was located in the left anterior descending artery (lad). After predilation using an unknown balloon catheter, a 3.00x24mm promus premier was advanced for dilatation and would not cross the lesion. As the device was pushed to cross the lesion, catheter shaft kink occurred and the shaft kinking point broke 40cm from the hub. The device was removed as a whole and nothing was left inside the patient. Additional dilation was performed with an unknown balloon catheter and a 3.0 x26 non-bsc stent was implanted. The procedure was completed and no patient's complications were reported. The patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the hypotube was broken 248mm distal to the strain relief. The hypotube was flattened at the break point indicating a kink occurred prior to breakage, which is consistent with the event description. The hypotube was furthermore kinked at various locations. A 0.0155" product mandrel could not be fully advanced through the guidewire lumen most likely due to solidified contrast media and/or blood residues. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter shaft break occurred. The target lesion was located in the left anterior descending artery (lad). After predilation using an unknown balloon catheter, a 3.00x24mm promus premier¿ was advanced for dilatation and would not cross the lesion. As the device was pushed to cross the lesion, catheter shaft kink occurred and the shaft kinking point broke 40cm from the hub. The device was removed as a whole and nothing was left inside the patient. Additional dilation was performed with an unknown balloon catheter and a 3.0 x26 non-bsc stent was implanted. The procedure was completed and no patient's complications were reported. The patient's status was fine.